Event description:
It was reported that attempts to update the programmer software via the sdn (software distribution network) were unsuccessful. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the software was unable to be updated. Analysis also found that a tab was missing from the power cord bay, the keyboard slide cover was missing and the keyboard was not installed, the electrocardiogram (ECG) connector was loose and the user was unable to select objects on the screen using the stylus.